Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, it was noticed that there was a burn on the upper arm of the patient that was above the return electrode. The wound was treated with a jelonet bandage on a intensive care unit.

Manufacturer narrative:
Evaluation summary: no product was received. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.